Event description:
It was reported that the back of the magnetic coil of the external sound processor was "bubbling". No report of patient injury is associated with this event. The equipment was removed from service and a replacement coil sent.

Manufacturer narrative:
Correction: the MDR was filed in error as the breakdown of the backing on the coil of the sound processor did not cause a serious injury therefore there was no serious injury to report. This report is filed (B)(4) 2013. Device unavailable for analysis.

Manufacturer narrative:
(B)(4).